Event description:
It was reported that the patient presented for initial implant. During procedure, the left ventricular lead was not capturing or had high capture thresholds. The lead was not used. The physician elected to implant a dual chamber device. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specification. Visual and x-ray inspections of the lead found no anomalies except for procedural damage.